Manufacturer narrative:
Additional information was received indicating that no patient was involved in this event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved delivery accuracy testing, sensor verification and event log review. Review of the event history log showed the pump displayed multiple occurrences of high pressure alarms. The accuracy testing showed the pump to be within the manufacturing specification of +/- 6%. Sensor testing found the downstream occlusion sensor value within manufacturing specification. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced as preventive action.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was not infusing. No adverse effects were reported.